Manufacturer narrative:
On 21-may-2021, product investigation results: no failure could be identified as a result of the investigation.

Event description:
The tampax has broken on the inside and there's pieces still to remove-vagina [foreign body in reproductive tract]. The tampax has broken [device breakage]. Case description: consumer reported via phone that the tampon broke apart while inside of her. No serious injury was reported.